Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two stored arrhythmia episodes, with seven anti-tachycardia pacing (atp) bursts and ten shocks delivered. Technical services (ts) reviewed the device data and noted that the rhythm appeared to be atrial or sinus driven, with possible rapid ventricular response (rvr) due to an atrial arrhythmia. The delivered therapy did not convert the rhythm and may have been inappropriate. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.